Event description:
The home patient (hp) contacted baxter's technical service center regarding a check lines and bags alarm which occurred on the homechoice during use during prime. The hp stated that they had changed out the cassette and not the bags. The hp would start over with new supplies. Baxter product surveillance contacted the hp on (B)(6) 2011. He had not spoken with his nurse about switching out supplies, and this writer informed him of the contamination risk. After he started over with new supplies, therapy went well. There were adverse effects reported in relation to this incident. There was patient involvement, but no medical intervention or serious injury reported.

Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a user error "failed to follow therapy steps" was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.